Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on his back, stomach, neck, and chest. The irritation was bleeding. The patient was prescribed a hydrocortisone cream and an antihistamine. The medical outcome of the patient's irritation is unknown.